Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, a melted tip was found in the Maryland Bipolar Forceps instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive Surgical Inc. (ISI) has not received the da Vinci product with an alleged issue to perform failure analysis. A Follow-Up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.